Manufacturer narrative:
This report is submitted on may 11, 2017.

Event description:
Per the clinic, the patient's was explanted on (B)(6) 2017 due to an infection. It is unknown if the patient will be re-implanted with a new device as of the date of this report (B)(6) 2017.